Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 900 mg/dl. The customer reported that the customer had past symptoms. The customer had not treated. Customer stated that she was at death's door. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) at 7:30 am. The blood glucose value when admitted to hospital was 900 mg/dl. The customer complained about passed out. The customer was wearing the pump at time of hospitalization. Customer additionally stated that due to the hospital event and she is on edge about going into ketoacidosis. The product was not returned for analysis.